Manufacturer narrative:
The controller and four batteries were returned for evaluation. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed a hairline crack surrounding power port 2. An internal visual inspection did not reveal fluid ingress. The hairline crack is not related to the reported event. An internal investigation has been opened to evaluate hairline cracks on controller 2.0 and implement corrective actions as required. Based on this investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several power switching events due to momentary disconnections involving all four batteries and a power switching event due to a communication error involving (B)(4). As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnects and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware ventricular assist system ¿ battery d4: model 1650de / exp. Date: 31aug2018 / serial number (B)(4) , mfg. Date: 31aug2017, heartware ventricular assist system ¿ battery: model 1650de / exp. Date: 31aug2018 / serial number (B)(4), mfg. Date: 31aug2017 h5: no h6: device code(s): device battery issue c63030; FDA 2885 conclusion code: device not returned FDA 92 d1: heartware ventricular assist system ¿ battery d4: model 1650de / exp. Date: 31aug2018 / serial number (B)(4), mfg. Date: 31aug2017, device battery issue c63030; FDA 2885 conclusion code: device not returned FDA 92 d1: heartware ventricular assist system ¿ battery d4: model 1650de / exp. Date: 31aug2018 / serial number (B)(4), mfg. Date: 31aug2017, device battery issue c63030; FDA 2885 conclusion code: device not returned FDA 92 this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a power switching incident associated with their primary controller and four batteries. The controller and the batteries were exchanged with no reported patient consequences. Moreover, there were no pump stops associated with the event.

Manufacturer narrative:
Product event summary: in relation to the reported event, the controller passed functional checks and system running test but, failed visual inspection as the controller has a small crack alongside power source 2 connector. Additional products: battery, (B)(4). D4 expiration date: 2018-08-31 UDI#: (B)(4). D10: yes, return date: 2017-12-19 h3: yes h4: mfg date: 2017-08-31 h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: in relation to the reported event, the battery passed visual inspection and passed functional. Battery, (B)(4). D4 expiration date: 2018-08-31 UDI#: (B)(4). D10: yes, return date: 2017-12-19 h3: yes h4: mfg date: 2017-08-31 h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: in relation to the reported event, the battery passed visual inspection and passed functional. Battery, (B)(4). D4 expiration date: 2018-08-31 UDI#: (B)(4). D10: yes, return date: 2017-12-19 h3: yes h4: mfg date: 2017-08-31 h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: in relation to the reported event, the battery passed visual inspection and passed functional. Battery, (B)(4). D4 expiration date: 2018-08-31 UDI#: (B)(4). D10: yes, return date: 2017-12-19 h3: yes h4: mfg date: 2017-08-31 h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: in relation to the reported event, the battery passed visual inspection and passed functional. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing but visual inspection revealed hairline cracks around power port two (2). This is an additional observation not related to the reported event. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several power switching events due to momentary and a power switching event due to a communication error. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnection and cracks on pioneer 2.0 for the surrounding power port connection and implement corrective actions as required. Additional products: battery, (B)(4). D4 expiration date: 2018-08-31 UDI#: (B)(4). D10: yes, return date: 2017-12-19 h3: yes h4: mfg date: 2017-08-31 h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 battery, (B)(4). D4 expiration date: 2018-08-31 UDI#: (B)(4). D10: yes, return date: 2017-12-19 h3: yes h4: mfg date: 2017-08-31 h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 battery, (B)(4). D4 expiration date: 2018-08-31 UDI#: (B)(4). D10: yes, return date: 2017-12-19 h3: yes h4: mfg date: 2017-08-31 h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 battery, (B)(4). D4 expiration date: 2018-08-31 UDI#: (B)(4). D10: yes, return date: 2017-12-19 h3: yes h4: mfg date: 2017-08-31 h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.